Manufacturer narrative:
A getinge field service engineer (fse) inspected unit to confirm there was blood intrusion inside the unit. Ordered parts- assy,safety disk, assy crm, tubing, blood detect, purge valve assembly, fill manifold assy, brkt fill manifold, assy,single transducer,block, pneu cmpnt m luer 1/16tb white, reservoir assembly, clamp, cable, adhesive backed, .50 x .50. Fse disassembled the unit and replaced all parts associated with the blood back, ran unit thru a complete calibration and electrical safety tests all meets factory specifications. Ran unit it on a test balloon and trainer for approx. 1 hour with no problems , unit was returned to the customer for use. All parts were contaminated with blood and was left with the customer to dispose.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp)has blood back. There was no patient harm reported.